Event description:
Patient developed a burn, with blister, on his foot following treatment with the anodyne home unit. The patient's family member reported that an infection developed, but did not report any medical intervention.